Manufacturer narrative:
(B)(4). Device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07683. It was reported that a burr stuck on rotawire. A 1.50mm rotalink¿ plus and a rotawire¿ were selected for use. During procedure, the rotawire was advanced and the burr catheter was inserted towards the target lesion. Ablation was initiated; however, after a few seconds, the burr stopped spinning and became stuck on the rotawire. Both devices were removed from the patient's body and completed the procedure with another of the same burr and rotawire. It was reported there were no patient complications.